Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the device was returned, analyzed and analysis of the device revealed normal battery depletion. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was breached cut, there was apparent explant damage and visual analysis only was performed. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on the distal conductor (not obstructed), there was apparent explant damage and visual analysis only was performed.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from the funeral home for disposal. Further review of the manufacturer's database indicated the patient died approximately eight months after the device system was implanted. Additional information obtained indicated the cause of death was cardiopulmonary arrest with secondary causes of cardiac arrhythmia and cardiomyopathy.